Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's electrode belt would not complete a baseline. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation, there was a cold solder joint at the j7 wire inside ECG b, which caused the failure to baseline. The root cause for the defective solder joint could not be positively identified. No adverse event resulted from the defective ECG electrode. The pt received a replacement electrode belt.